Event description:
A patient reported several issues with their insulin pump, including incorrect time settings, an unresponsive touchscreen, unexpected shutdowns during insulin delivery, charging difficulties due to damage near the usb port, and damage to the outer rubber casing. There was no reported impact to the customer¿s blood glucose level. The customer declined additional troubleshooting, and the issues were documented without further action.